Event description:
Pt underwent right shoulder repair with tissuetak ii-arthroscopic decompression and distal clavicle resection (type I slap lesion noted). Immediate results were superb, pt was able to move arm (nearly full range of motion) sooner than expected. Pt experienced pain in left shoulder and insistently requested to undergo same surgery on this side. A revision surgery was performed on their right side, approximately 12 months post-op. During the revision, the implant head with a 3mm portion of the implant was removed and two other bioimplants were used to repair. Post-op notes from follow up visit in 01/2003 (4-7 weeks from initial surgeries) state the pt 'put up a skylight and, in doing so, pt overdid it and developed quite a bit of pain'.